Manufacturer narrative:
The manufacturer did not receive devices for review as it is still implanted. X-rays or other source documents were not provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
The event was reported in a journal article. It was reported there that the patient was implanted an unknown anatomical shoulder humeral stem on an unknown date. The patient experienced an intraoperative periprosthetic fracture which was treated with plate fixation. Journal article: "reverse total shoulder arthroplasty for failed open reduction and internal fixation of fractures of the proximal humerus", f. Grubhofer, k. Wieser, d.c. Meyer, s. Catanzaro, k. Schurholz, c. Gerber. J shoulder elbow surg. 2016 aug 9.

Manufacturer narrative:
Additional information received on october 06, 2016. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted an anatomical shoulder fracture, humeral stem, 11-200 on the right side on (B)(6) 2013. The patient experienced an intraoperative periprosthetic fracture which was treated with plate fixation.

Manufacturer narrative:
No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) - event summary: in article it is mentioned that a (B)(6) -year-old female had a periprosthetic fracture which was treated with plate fixation . The additional information received report implantation date (B)(6) 2013 and that intraoperatively the bone fractured during rasping. The periprosthetic fracture was treated intraoperatively with osteosynthesis with a plate and cerclages. The surgeon assures that all complications were not related to the implanted products. Review of received data - one picture of a postoperative x-ray is available. It can be seen that the patient has a tsr and additionally has a plate implanted together with 5 additional cerclages and a free screw. No other conspicuousness. - the surgical report of implantation dated (B)(6) 2013 was received for review. The patient had a pre-existing fracture treated with a plate. The plate was removed and some screws are found to have cut out. However, the cartilage still look good. Resection of the humeral head. Almost a pseudoarthrosis is observed. Rasping until rasp size 8. It can already be seen that distally a fracture occurred. A fracture stem size 11 is fitting. Fixation of the bone with plate, screws and cerclages, trialing and implantation of the stem. During hammering (implantation) of the stem, the already existing or newly created fracture is widened with a medial splitter. Thus, the stem is not stable. However, the stem still can be hammered to the intended location and the distal bone is fixed by cerclages and a screw. The implant situation is stable and adequate. No other conspicuousness. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as the devices are in vivo. Review of product documentation - the surgical technique anatomical shoulder¿ (lit.no. 06.01028.012x ¿ ed. 2009-11c zhub) describes all the steps for stem implantation. It is also mentioned that if full insertion of the rasp to this extent is not successful, the uncemented (press-fit) shaft of this size may not be used. Root cause analysis: it is reported that a (B)(6) -year-old female experienced bone fracture during implantation of the stem of the tsr. The surgeon assures that all complications were not related to the implanted products. The review of the available documentation did not show any conspicuousness. Conclusion summary it is reported that a (B)(6) -year-old female experienced bone fracture during implantation of the stem of the tsr. The surgeon assures that all complications were not related to the implanted products. The review of the available documentation did not show any conspicuousness. It is possible that patient factors, like for example bone quality contributed to the reported event. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).